Event description:
Per complaint (B)(4), a dental implant was explanted after a patient experienced sinusitis two months after placement. Despite therapy with antibiotics, the implant had to be removed to ensure complete wound healing. Pain, bone loss, bleeding, and delayed healing were also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation results.